Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a background noise starting on (B)(6) 2022. Over the next few days the background noise became more frequent and became a constant background noise by (B)(6) 2022. Since (B)(6) 2022 the user no longer had any sound perception with the device. It is planned to re-implant the user, but no date for the surgery has been fixed yet.

Event description:
The user reported a background noise starting on (B)(6) 2022. Over the next few days, the background noise became more frequent and became a constant background noise by (B)(6) 2022. Since (B)(6) 2022 the user no longer had any sound perception with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.